Manufacturer narrative:
Device evaluation of belt sn (B)(4) was completed. The reported problem (would not communicate with a monitor) was confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to shorted u725 component on the distribution node pca. The root cause for the shorted u725 component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it would not communicate with a monitor.